Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Vomiting is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Health professional reported a removal of a lap-band device as the pt allegedly was experiencing, "chronic emesis" and "vomiting." There is no info as to if the doctor believes the vomiting was device-related. There were no noticeable defects in the product when it was removed.